Event description:
It was reported that the customer was hospitalized due to kidney failure. The caller stated that the customer's blood glucose went high while he was in the hospital because they did not feed him properly. The wile also stated that she took him to the hospital because his peritoneal dialysis that had earlier been put in it was not done correctly. The caller did feel the issue has nothing to do with diabetes or related to the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.